Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when flushing, it was found that the catheter had a water leakage from the IV (intravenous) connector silicone tubing (exit site) near luer adapter. It was also stated that there was a small hole in the IV connector silicone tubing. There was nothing unusual observed on the device aside from the issue. The catheter was not repaired. There was no damage to the external packaging. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the reported product was replaced with a new catheter. There was no patient involvement.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one catheter, with a pin-hole leak. There appeared to be no abnormalities with the device. It was reported that there was a leak. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur, when the catheter came into contact with a sharp instrument during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when flushing, it was found that the catheter had a water leakage from the IV connector silicone tubing near the (exit site) blue/venous luer adapter. It was also stated that there was a small hole in the IV connector silicone tubing near the blue/venous luer adapter. There was nothing unusual observed on the device aside from the issue. The catheter was not repaired. There was no damage to the external packaging. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the reported product was replaced with a new catheter. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that one catheter, with no signs of use. Upon first inspection, there appeared to be no visual abnormalities with the returned device. The device was then clamped and both extension tubes were flushed with water. A pin-hole leak was detected in the venous extension tube after flushing was performed. It was reported that there was a leak on the extension tube at or near the luer adapter. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the catheter came into contact with a sharp instrument while preparing for the operation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.